Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the top rear label was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, after running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Fluid ingression was found on the pump by the chassis base of the expulsor which damaged the expulsor gasket causing the inconsistent delivery issue. Root cause of the reported issue is attributed to customer induced fluid ingression into the main body of the pump as a result of improper cleaning of the pump. The expulsor assembly was replaced. The product is beyond 21 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had failed accuracy. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.